Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387-40 (lot: j0220052v); product type: 0200-lead; implant date (B)(6) 2002; explant date (B)(6) 2025; brand name activa; product ID 3708660 (B)(6); product type: 0191-extension; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were signs of infection at lead/extension connection site. There was puss leaking out of the skin at the site. The entire left system was removed, and the device will not be replaced in the future.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it is unknown if the infection has resolved, and this was confirmed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.